Event description:
It was reported that the rover became detached from the docker and the rover waste port was forced open. This caused the fluid from the rover to leak on the floor, through the ceiling to the floor below. It was cleaned up immediately by infection control and housekeeping. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was repaired by a field service rep and the details of the investigation are anticipated. This report will be updated if the results require.